Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using Maxcore instrument. During the procedure, the outer cannula could not be fired. It was further reported that the firing button became bit stuck but could still be pressed. No coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.

Event description:
On (b)(6)2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using a Maxcore device. During the procedure, the outer cannula of the device can't be fired. It was further reported that the firing button was a bit stuck but still could be pressed. No coaxial needle was used, and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records is currently being performed. The device has been returned to the manufacturer for evaluation. A Photo was also provided for review. The investigation of the reported event is currently underway. Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: Received one Maxcore Disposable Core Biopsy device for evaluation. Upon visual evaluation, the device appeared to be clean and returned with half primed position. The device was received without a needle protector and without a yellow guard attached to the needle. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. One electronic photo was provided and reviewed. The photo shows a Maxcore device in half primed position placed within the sealed package and product's labeling information is shown which matches with the TW details. No other anomalies are identified. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and obtained samples without any issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. D4 (Unique Identifier (UDI) #), G3, H6 (Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.